Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) was exhibiting electromagnetic interference (emi) on the atrial channel of the ICD. Follow-up was conducted. The physician does believe the emi to be some type of interference in the patient's environment. But they are not sure what it is at this time. No reprogramming has been completed at this time and the patient will continue to be monitored. The device remains in use. No patient complications have been reported as a result of this event.